Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The facility reported that the haptic was broken in the injector (no details). Another backup iol was used. There was no patient harm. Additional information was requested.